Event description:
(B)(4). User's narrative: "disintegration of two catheters: first catheter: coil and stimulating wire came out with the stylet and connector; second catheter: stimulating wire came out when the connector was removed."

Manufacturer narrative:
At this point no specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the device history record and relevant raw material history files of the reported batch did not indicate recorded quality problems or rejections related to this incident. Prior to shipment / release the device is tested 100%. Conclusion: the present damage of the catheters cannot be caused by the intended use of the product. Rather we assume, that the catheters have been pulled against the edge of the cannula while repositioning. This action caused the visible kerfes. Thereupon, the coil and the stimulation wire have been trapped. This in turn caused the coming out of the stimulation wire and the coil while the withdrawing of the stylet. As a result of the available data we assume, that the reason for the damage is a local cause. No fsca necessary / indicated. Any further info will be sent to the FDA as soon as it becomes available. If no info becomes available pajunk considers this file closed.